Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, diseased mucous membrane, local infection / subacute chronic osteitis, bone resorption, peri-implantitis, infection, abscess, inflammation. Chronic bone loss & purulent discharge.